Manufacturer narrative:
This supplemental report is being submitted to correct the MFR. Report number from 1221359-2021-02790 to 1221359-2021-02791, and the investigation conclusion. The customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation or vigilance reporting.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false negative result with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021 on an unknown sample and obtained a negative result. The consumer reported that repeat testing was performed with binaxnow¿ covid-19 antigen self test (date unknown ) and again negative results were obtained. The consumer reported that they took a rapid test (brand unknown) at the doctor's office and obtained a positive result. No additional patient information, including treatment and outcome, was provided.